Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with a high blood glucose of 600 mg/dl. The customer had experienced migraines and nausea for 2 days prior and went into diabetic ketoacidosis. The blood glucose reading at the time of the report had been brought down to 200 mg/dl. The drive support cap appeared normal and recessed. Insulin exited with the manual prime and no leaks or air bubbles were observed. The customer's mother declined to check for insulin issues, site issues, or issues with the settings and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.